Event description:
It was reported that the patient developed an infection at the incision site. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.

Manufacturer narrative:
Block d2b; qrb additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: 5004773. UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 786946. UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at the spinal cord stimulation (scs) lead incision site. The patient was hospitalized and underwent a procedure in which the entire scs system was explanted. In addition, the patient was administered antibiotics. The explanted devices will not be returned as they were discarded by the medical facility. Additional information was received that the patient was not discharged following the explant procedure. The patient was transferred to another medical facility, and another physician took over her care and treated her epidural abscess. The patient passed away. The patient was no longer implanted with any scs devices at the time of passing. The specific reason for passing is unknown, however the physician assessed the passing was related to an epidural abscess that was the result of the spinal cord stimulation system.